Event description:
Boston scientific received information that this right ventricular lead displayed pacing impedance levels greater than 2000 ohms, along with slightly increased pacing thresholds. No other diagnostic issues, noise on the lead, or impact to pacing were noted. A memory dump was performed to investigate the lead issue. No adverse patient effects were reported.

Manufacturer narrative:
The memory dump file was returned to boston scientific and reviewed. It was noted that all pacing impedance measurements were saturated above 2000 ohms. Currently, the lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this lead was explanted and replaced due to the impedance issue. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
The lead could not be retrieved after the procedure and therefore will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.